Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "please find below the translation of the letter we receive from the customer: we inform you that one of our patient is dead at home on (B)(6) 2016. The family of the patient would like to get the data registered in the sapphire pump. Please can you tell us if you have any objection for this request. Please find attached the history of the pump downloaded [by the customer]. You will tell us your remarks and analyze of the data which we sent to you. As the supplier of this devices, and for conservatory action, please can you communicate to us all documents useful concerning the sapphire pump, including technical file, french norms of conformity and all documents which prove the conformity of the devices. On (B)(6) 2016, during a phone call, the customer provided the additional information below: no proof that the devices contributed to the incident. The infusion was with epidural mode. Flow rate 5 ml/hr volume: 100 cc pcea mode. Contribution of the devices to incident: no. Type of drug:naropeine. Delay in therapy:unknown. Need for medical intervention:unknown. Death/serious injury:yes. Human harm: yes. Additional information: I just get some answers from the customer: what was the patients' health condition while he was using the sapphire pump? No precise information from the customer, the patient was amputated and had a hepatic failure. The death occurred during a dialysis at the hospital. Please explain for what treatment was the pump used with this patient. Product: naropeine, concentration: 200mg/ml mode: pcea - flow rate programmed: 5ml/h - volume 100cc. They could have a change of the bag. The customer will try to get this information to know if the nurse change the bag from the (B)(6), and when did she change the bag - and what did she do after having changed the bag. We have not found any indication of pump failure in the logs you have provided, can you please inform us if the treatment given was interrupted / not given as intended when the unfortunate event occurred? The customer didn't notice an interruption of the treatment of an over delivery."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "please find below the translation of the letter we receive from the customer: we inform you that one of our patient is dead at home on (B)(6) 2016. The family of the patient would like to get the data registered in the sapphire pump. Please can you tell us if you have any objection for this request. Please find attached the history of the pump downloaded [by the customer]. You will tell us your remarks and analyze of the data which we sent to you. As the supplier of this devices, and for conservatory action, please can you communicate to us all documents useful concerning the sapphire pump, including technical file, french norms of conformity and all documents which prove the conformity of the devices. On 20/6/2016, during a phone call, the customer provided the additional information below: no proof that the devices contributed to the incident. The infusion was with epidural mode. Flow rate 5 ml/hr volume: 100 cc pcea mode. Contribution of the devices to incident: no. Type of drug:naropeine. Delay in therapy:unknown. Need for medical intervention:unknown. Death/serious injury:yes. Human harm: yes. Additional information: I just get some answers from the customer : . What was the patients' health condition while he was using the sapphire pump: no precise information from the customer, the patient was amputated and had a hepatic failure. The death occurred during a dialysis at the hospital. Please explain for what treatment was the pump used with this patient. - product: naropeine, concentration: 200mg/ml mode: pcea - flow rate programmed: 5ml/h - volume 100cc. They could have a change of the bag. The customer will try to get this information to know if the nurse change the bag from the (B)(6), and when did she change the bag - and what did she do after having changed the bag. We have not found any indication of pump failure in the logs you have provided, can you please inform us if the treatment; given was interrupted / not given as intended when the unfortunate event occurred: the customer didn't notice an interruption of the treatment of an over delivery. "